Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding from 2008 to 2010, obesity from 2008 to 2010, asthma from 2008 to 2010, dvt from 2008 to 2010, concussion, broken collarbone, deep vein thrombosis leg, wisdom teeth removal, pap smear abnormal, pregnancy and breast lump removal. Previously administered products included for prevent pregnancy: ortho-evra from (B)(6) 2012 to (B)(6) 2013; for contraception: depo-provera injection from 2008 to 2010. Past adverse reactions to the above products included pregnancy with depo-provera injection. Concurrent conditions included change of bowel habit, breast lump and drug hypersensitivity. Concomitant products included simvastatin (zocor) from 2015 to 2016 for female sterilisation as well as aripiprazole (abilify) since 2013, rosuvastatin calcium (crestor) from 2016 to 2017 and warfarin sodium (coumadin) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy with right oophorectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included concussion, broken collarbone, deep vein thrombosis leg, wisdom teeth removal and pap smear abnormal. Previously administered products included for prevent pregnancy: ortho-evra from (B)(6) 2012 to (B)(6) 2013; for contraception: depo-provera injection from 2008 to 2010. Past adverse reactions to the above products included pregnancy with depo-provera injection. Concurrent conditions included change of bowel habit, breast lump and drug hypersensitivity. Concomitant products included simvastatin (zocor) from 2015 to 2016 for female sterilisation as well as aripiprazole (abilify) since 2013, rosuvastatin calcium (crestor) from 2016 to 2017 and warfarin sodium (coumadin) from (B)(6) 2013 to (B)(6) 2015. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy with right oophorectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Case upgraded from other event to incident. Essure explant date added. Event added: endometriosis. Lawyer, product indication and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included concussion, broken collarbone, deep vein thrombosis leg, wisdom teeth removal and pap smear abnormal. Previously administered products included for prevent pregnancy: ortho-evra from (B)(6) 2012 to (B)(6) 2013; for contraception: depo-provera injection from 2008 to 2010. Past adverse reactions to the above products included pregnancy with depo-provera injection. Concurrent conditions included change of bowel habit, breast lump and drug hypersensitivity. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, in (B)(6) 2015 underwent ablation and will have essure removed via hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, allergy to metals, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received- event ¿injury¿ updated to ¿pelvic pain¿, events ¿¿abnormal bleeding (vaginal, menorrhagia), bladder infection, vaginal infection, urinary tract infection, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abdominal pain¿, reporter information, medical history, historical drug and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.